Manufacturer narrative:
A steris service technician arrived onsite to inspect the monitors and found that the monitors required replacement. The technician replaced the monitors, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during two patient procedures the image was flickering on two of their (B)(6) surgical display resulting in procedure delays. Facility personnel utilized a mobile monitor and the procedures were completed successfully. No report of injury.